Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they needed to make an adjustment yesterday because they are having more problems. Patient stated they went to connect with their implant yesterday to make adjustment and it was searching and searching for a long time and couldn't find the device. Patient stated it said it had to update something like download some new software or something. Patient reported they had to go through all these steps and waiting while it was working and was unable to do that. Patient tried again and it searched and searched for a long time then it still didn't work so patient turned it off and turned it back on and tried again. Patient continued to search and searched and stated it still couldn't upload whatever the new software was or whatever they had it to do but it couldn't communicate with the device without having this software uploaded and they can't upload it. Agent asked for communicator serial number and patient stated they were unable to read communicator serial number and stated they don't understand why they would put blue on blue writing. Reviewed general use of handset and communicator. Patient confirmed not charging communicator when trying to use it on the call. Walked patient through steps to connect. Patient confirmed handset and communicator successfully paired. Patient initially stated it was hard for them to put communicator on their implant on the call. Patient stated it is hard to place communicator on implant as they are not double jointed. Patient initially reported getting device not responding that was resolved by repositioning communicator on patient's implant. Patient was able to successfully connect with implant on call. Patient increased stimulation on call and initially stated they did not feel stimulation. Patient later stated they increased stimulation way higher, then they felt it. Patient will monitor symptoms now that therapy adjustment was made and will follow up with managing healthcare provider if not seeing improvement in symptoms. Patient confirmed feeling stimulation comfortably. Patient stated when they were at the doctor's about a month ago they changed the program and put it at 3 and patient was told not to change it right away even if they don't think it's good enough, to give it several weeks. Patient stated they have given it at least a month and they are having all these problems, more problems, so that is why they wanted to change it. Patient stated they don't know why it didn't work yesterday and they were told they had to upload software but patient confirmed working on the call. Patient stated this occurred yesterday when they were trying to change settings due to having more problems. Patient stated problems have started a month ago when they saw the dr. Patient mentioned they go to the bathroom and they pee a little bit and they couldn't go and they felt like they had a lot. Patient stated they had to sit there and squeeze and that's not right they should be able to relax and empty or at least pretty much. Redirected patient to managing healthcare provider to further address the issue.